Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months and 22 days. (B)(4). The event occurred at the (B)(6). A direct correlation between the device and the patient¿s outcome could not be determined. The instructions for use lists stroke, bleeding, and renal failure as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The device history records were reviewed and showed no deviations from the manufacturing and quality assurance specifications.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was initially doing fine and was extubated two days post-implant. On day five, the patient complained of abdominal pain with distention and was unable to move one side of her body. An urgent CT scan revealed an ischemic bowel and the patient underwent an urgent lower abdominal laparotomy. A subsequent series of CT brain scans showed an ischemic stroke. The patient's neurological status deteriorated. The patient had a nasogastric tube placed for feeding, and was also started on continuous veno-venous hemofiltration on an unspecified date. The patient reportedly experienced gi bleeding in august which was complicated by pneumonia. The patient expired on (B)(6) 2015. The coroner's report indicated the patient's demise was likely due to multiple organ failure and was not device related. No additional information was reported.